Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2017. A call was placed to technical services on 9/18/2017 stating that this lead was involved in a system extracted for infection and vegetation on the lead and that the patient was given intravenous antibiotics. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).